Event description:
It was reported to philips that, during a procedure, an acquisition was not possible and the room would not boot up on the allura xper fd20 device. No patient harm or injury was reported. An investigation has been opened to evaluate this event.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed the aquisition not possible. Upon functional testing fse identified faulty ippc. The fse replaced the ippc. After replacement, the device was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.